Event description:
The patient received her scs system on (B)(6) 2011 including an ipg. It was reported the patient has been experiencing pocket heating intermittently since her scs system was implanted. Pocket heating occurs whether the stimulation is on or off. The pocket site is warm to the touch. She describes the pocket heating as a burning, tugging, pulling sensation on the inside underneath her ipg. The patient met with her doctor, but details on the visit are unknown. Attempts to gather additional information were unsuccessful. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.